Event description:
The user received questionable high ion selective electrode (ise) results for four patient samples. Of the data provided, only the results for three patient samples were discrepant and reported outside the laboratory. All results are in mmol/l. Patient sample 1 initial sodium result was 146 with a data flag. The sample was repeated on integra 400 analyzer serial number (B)(4) on (B)(6) 2012 and the sodium result was 138. Patient sample 2 was from a (B)(6) female patient. The initial sodium result was 148 with a data flag. The initial potassium result was 4.47 and the initial chloride result was 103.4. The sample was repeated on integra 400 analyzer serial number (B)(4) on (B)(6) 2012 and the sodium result was 130. The repeat potassium result was 3.9 and the repeat chloride result was 93. Patient sample 3 was from a (B)(6) female patient. The initial sodium result was 157 with a data flag and the initial potassium result was 4.58. The sample was repeated on the same analyzer on (B)(6) 2012 and the sodium result was 155 with a data flag. An extra tube for this patient was tested on the same analyzer and the sodium result was 154 with a data flag and the potassium result was 4.51. The extra tube for this patient was tested on the integra 400 analyzer serial number (B)(4) and the sodium result was 141 and the potassium result was 4.0. The initial results were reported outside the laboratory. The results from the integra 400 were considered correct and corrected reports were sent. The patients were not adversely affected. The sodium, potassium and chloride electrode lot numbers and expiration dates were not provided. The field service representative determined there was a defective pipettor valve for the ise sample mechanism. He replaced the ise sample mechanism pipettor valve and replaced the sipper tubing, pinch tubing and a missing o-ring on the acrylic block for the reference electrode. To verify the analyzer operation, the user performed calibration and quality control with all results within the user's specified ranges. Ise checks were performed to verify the ise unit was working properly.